Manufacturer narrative:
Correct catalog # 10-55004. See manufacturer narrative attachment date (B)(6) 2011. Method: cat# 10-55004, 06072004 - via rga# (B)(4), device was attached to an adult test lung and tested, testing per instructions, pull force / push force using human muscle manipulation, qc inspection procedure and report (B)(4). Result: the directions for use, graphics and written directions show how to test the device for proper function before deployment, prior to use, and whenever deterioration during storage is indicated. Users are cautioned if a resuscitator cannot be used effectively, to never wait to immediately perform mouth-to-mask resuscitation. If the device fails testing the user is directed to replace it or use an alternate procedure appropriate for the situation. These instructions were not followed and in addition, the bag was in its storage condition. The reported problem would have easily been identified. The ventilator should have been in a pre-tested ready to use state rather than in the state reported by the therapist when removed from the crash cart outside of the pt's ms unit room. Conclusion: we could not confirm the reported malfunction because the complainant re-seated the intake valve to the rubber bag prior to returning it and we are therefore unable to determine the root cause of the reported malfunction. We were unable to repeat this failure mode during mechanical failure testing. Device had been repaired by the when it was received.

Event description:
.